Event description:
As initially reported by non-healthcare professional it was stated that consumer used the contact lenses that had a rip in them which caused the ulcer in the eye and had thrown away the contact lenses. Consumer was unable to go out for work for two days and was treated with an unspecified antibiotic for even days. The current condition of the consumer's eye was symptoms resolved at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.